Event description:
It was reported that during the physician was using an ambient super turbovac 90 ifs arthrowand during an arthroscopic shoulder procedure. Intra-operative the physician noted that the temperature reading on the controller was very high, after increasing the flow, the fluid still felt cool near the shoulder. The procedure was completed and no patient complications were reported as a result of the event.

Manufacturer narrative:
Additional manufacturer narrative: the patient identifier, age, weight and gender were not available. Evaluation summary: analysis of the returned wand noted cuts and scrapes throughout the outer shrink tubing along the distal shaft due to aggressive use. Approximately one minute into functional testing, the wand triggered an alarm and indicated a temperature reading of 62 degrees of celsius. Further analysis found the insulation of the temperature control wire had been compromised in the same location the shrink tube damage was seen.